Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons of the insulin pump were very hard to push as well as motor error alarm. Customer stated that the insulin pump received replace batteries every two days, rejected certain new batteries, battery port had several cracks and battery cap was damaged. Customer also stated that backlight was dimmer, motor makes grinding noise during rewind, random unexplained no deliveries alerts and had to rewind once more than once. No harm requiring medical intervention was reported. The device will not be returned for analysis.